Event description:
Patient underwent surgery to have the vns implanted and upon closing the surgeon ordered a chest x-ray to be sure he didn't cause a hemothorax during dissection. A hemothorax was confirmed and the patient had to stay in the hospital for a few nights. No other relevant information has been received to date.